Event description:
An issue was reported where the caller was in the process of updating settings related to time, personal profile, or biq/ciq, including sleep schedules. The customer's blood glucose level dropped to 50 mg/dl during the event. There was no reported injury or loss of consciousness, and the customer consumed glucose tablets to address the low blood glucose level. Technical support assisted the caller in updating the carb ratio setting and advised checking in with a healthcare provider whenever changes are made to the settings. The caller understood and acknowledged the guidance.